Manufacturer narrative:
(B)(6). Date of device breakage and non-union is unknown. 510k: this report is for an unknown nail. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2017 due to a non-union and broken nail. The original implant date is unknown. The nail broke distal to the blade and was completely removed. The patient was reported to have had bone growth distal to the nail, which was biopsied to see if heterotrophic, and other anatomical issues. The bone growth was removed during the revision of the broken nail. The intended procedure was to revise the patient to a proximal femur replacement. The surgeon removed the bone with the blade still inside the femur head as it was not necessary to remove the blade as the proximal femur was being replaced. There is no allegation of a malfunction against the blade. There was no delay in surgery and the patient is reported as being stable. Concomitant devices reported: helical blade (part number unknown, lot number unknown, quantity 1) distal locking screws ( part number unknown, lot number unknown, quantity 2) this report is for one (1) unknown nail this is report 1 of 1 for (B)(4).